Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2009, this patient underwent endovascular repair of a dissection of a thoracic aortic aneurysm using a gore tag thoracic endoprosthesis (tg2810/06616509). On the same day, the patient developed cerebrovascular infarct. On (B)(6) 2009, medication and rehabilitation therapies were performed to treat the cerebrovascular infarct. On (B)(6) 2009, the patient was discharged from the hospital. Cerebrovascular infarct still remained and rehabilitation therapy was continued. Aneurysm diameter measured 60 mm. Two more follow-up studies revealed that rehabilitation therapy was continued with cerebrovascular infarct remaining. Aneurysm diameter measured 50 mm. On (B)(6) 2011, in two-year follow-up study, rehabilitation therapy was continued with the cerebrovascular infarct remaining. Aneurysm diameter measured 54 mm. On (B)(6) 2012, in three-year follow-up study revealed aneurysm diameter measured 67 mm. Reintervention was not performed to treat the aneurysm enlargement. Cerebrovascular infarct still persisted, and rehabilitation therapy was continued. The patient later transferred to another hospital and was withdrawn from follow-up studies.